Manufacturer narrative:
Evaluation summary: primary surgical notes, dated (B)(6) 2013, stated that the tha had good stability and range of motion with no impingement. There were no complications noted. Follow up notes stated that the pt has a subtle limp when ambulating that appears to be from adductor contractures. It is also noted that the pt occasionally has muscle spasm at night. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Information supplied on mdirf forms note that the pain with active flexion and resisted hip flexion began in (B)(6) 2015. These symptoms are noted to be mild. The device history record was not reviewed as the allegations are not against a specific device or feature, and therefore their review would not aid in the investigation. X-rays taken in the office were interpreted by the surgeon and noted to show well-fixed, well-aligned implants with no signs of loosening or failure. The patient also notes a limp due to a right knee scope and continued right knee issues, back problems including degenerative changes in the lower lumbar spine, and melanoma removal in the right calf region. The devices were used in treatment. The devices are confirmed compatible. With the information provided, the previous investigation results remain unaltered.

Event description:
It is reported that the pt exhibits slight adduction contracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing soreness and pain with active flexion of their right hip.